Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's device did not seem to be doing what the old one used to do. The patient stated it was not helping with the urination and it was shocking them all the time. The patient had turned the stimulation down to make it less painful. The option to change programs was reviewed with the patient. The patient said the healthcare provider (hcp) told them to call in and we would advise on which program to choose. Information was reviewed with the patient. The patient said they knew how to change the program and would do so on their own. The patient ended the call before all the necessary information was collected.